Manufacturer narrative:
Initial.

Event description:
It was reported that insulin delivery was interrupted when the pump cartridge became empty, dosing stopped, and blood glucose remained elevated with a reported value of 326 mg/dl until the cartridge was refilled and insulin delivery was resumed, with education provided that manual blood glucose entry and resumed delivery should reduce glucose; the device did not revert to alternative therapy when delivery stopped. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem was identified consistent with improper or incorrect procedure, and no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.